Event description:
Continuous glucose monitor repeatedly reports values ~30/40 mg/dl higher than capillary glucose measurements while correctly tracking trends. Calibration attempts ineffective. This discrepancy creates a risk of delayed hypoglycemia detection and inappropriate automated insulin delivery. Issue occurred immediately after insertion and persisted despite stable conditions.